Event description:
In 2008, this pt underwent endovascular repair of an abdominal aortic aneurysm. During insertion of the guidewire, the left common iliac artery was dissected. After implantation of gore excluder aaa endoprostheses, contrast was noted in the area of the dissection. Heavy plaque was also noted in this area. The physician ballooned the area; however, the presence of an endoleak was still noted. An iliac extender component was implanted, resolving the endoleak. A second procedure was performed two days later. An iliac extender component was implanted to successfully treat a kink in the previously implanted contralateral leg component. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturer paperwork has been conducted. Conclusion - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable. Additional device involved in this event: pxt281418.